Manufacturer narrative:
Device received with stripped battery cap coin slot noted. The test reservoir was able to lock in place. All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. Connector was inspected and locked on lcd board. Device passed displacement test, rewind test, basic occlusion test, prime or a33 test, excessive no delivery test and occlusion test, no back light or rewind anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the light button was not responsive. The customer¿s blood glucose level was unknown at the time of the incident. Customer reported that the insulin pump had no delivery alarm and rewinding was little louder than usual. Customer also stated that the insulin pump had battery cap was worn and screen not bright. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.